Event description:
It was reported to medtronic minimed that the customer reported consecutives pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and pump error 41(motor power supply voltage error detected). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and customer was able to clear the alarm and completed rewind and the pump also passed self and displacement test. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. No pump error 41 or pump error 43 alarms were noted during testing. A review of the pump history file reveals on 1/12/2026 at 09:13 there was a pump error 41 (linenumber 713 file number 121) motor voltage error alarm and a pump error 43 (linenumber 589 file number 121) motor drive error alarm that occurred due to the motor registering a voltage failure (the measured voltage is not within the threshold). The pump was cut open for a visual inspection. No evidence of physical or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery compartment, cracked battery tube threads, missing serial number label, stained keypad overlay, and pillowing keypad overlay. Pump error 41 and pump error 43 alarms are confirmed due to the motor registering a voltage failure (the measured voltage is not within the threshold), fault isolated to the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.